Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right ruptured implant. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.10 , h.3 , h.6. Device evaluation: analysis of the returned device identified; underweight and broken on anterior, posterior and radius. A visual and microscopic analysis was performed which identified; sharp broken on posterior and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp pattern on posterior of broken device assessed as a surgical impact opening, for the stress mark in the shell.

Event description:
Healthcare professional reported a right ruptured implant. The device has been explanted.